Event description:
It was initially reported that the patient was having an increase in seizures and prolonged seizures. The generator was not at end of service. The physician notice the patient was having some medication effects and was adjusting medication. Follow-up with the physician indicated that the patient was not having an increase in seizures recently and is doing fine. The patient had a generator replacement but the generator had not been returned to the manufacturer for evaluation.

Event description:
Additional information was received on (B)(4) 2014 that the patient¿s revision surgery was prophylactic based on the duration of implant.